Manufacturer narrative:
The insulin pump was received with blank display and failed battery test alarms due to corrosion/contamination in battery tube and battery cap contact. The device had broken battery tube threads, broken battery cap, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged but the battery compartment seemed dusty and the spring was corroded. He cleaned the battery cap and received a weak battery alarm when inserting the battery. Blood glucose value was 116 mg/dl. The alarm history showed multiple battery out limit alarms when batteries were out of the device for less than one minute. During the call, he inserted a new battery and the insulin pump alarmed battery out limit. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.